Event description:
It was reported that when the nurse opened the package, it was noted that the tubing was cut/separated at approximately the vamp reservoir. No pt complications were reported.

Manufacturer narrative:
Visual-tubing - customer report was confirmed. Vamp adult-tubing was broken or torn off from bond joint with vamp reservoir. Tubing was bent at the site of damage. Physical appearance of bonding agent suggested that it was uv adhesive. (B) (4).